Manufacturer narrative:
Updated sections: type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including coronary artery disease, dyslipidemia, chronic kidney disease, and history of multiple coronary artery bypass grafts.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and through investigation that a patient with a 25mm 7300tfx mitral valve has been placed under evaluation/consideration for a valve-in-valve procedure after an implant duration of 3 years, 9 months due to mild thickening, calcification, moderate regurgitation, and severe stenosis. The patient is under evaluation for a valve-in-valve replacement. Per medical records, the patient presented with sob. (B)(6) on (B)(6) 2025 showed mild thickening and calcification on of the leaflets which is nearly immobile. Moderate regurgitation, and severe stenosis.

Event description:
It was reported and through investigation that a patient with a 25mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 3 years, 11 months due to mild thickening, calcification, moderate regurgitation, and severe stenosis. The procedure was performed successfully with a 26mm 9755rsl transcatheter valve. Per medical records, the patient presented with sob. Tee on (B)(6) 2025 showed mild thickening and calcification on of the leaflets which is nearly immobile. Moderate regurgitation, and severe stenosis.

Manufacturer narrative:
Updated sections: b2, b5, g3, g6, h6 health effect - impact code.